Manufacturer narrative:
Date sent to the FDA: 6/13/2021. Additional b5 narrative: it was reported that the patient experienced discomfort following the surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted he encountered old mesh and found that it was eroded into the ilioinguinal nerve in addition to surrounding the cord and cord structures. The mesh was dissected off the internal oblique fascia and subsequently removed in pieces. The previous mesh, ilioinguinal nerve and entrapped genital branch of the genitofemoral nerve were all excised. It was reported that the patient experienced severe pain, numbness, ilioinguinal nerve removal, mesh dissection, mesh erosion, deentrapment of the genital branch of the genitofemoral nerve, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.